Manufacturer narrative:
(B)(4). Report source foreign: the event occurred in (B)(6). Customer has indicated product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is complete, a follow-up report will be filed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure, the vanguard tibial punch handle fractured.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. The following sections reported event was confirmed by review of actual device received. Visual inspection of the returned bearing exhibits wear (nicks and gauges) indicating signs of use. Device history record (DHR) was reviewed and no deviations were identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this event.